Event description:
It was reported that prior to the start of a da vinci-assisted gynecology hysterectomy benign surgical procedure, the customer reported that the system keeps faulting with a non-recoverable fault. Technical service engineer (tse) reviewed the logs and found 319 for the endoscope controller (ec). The customer verified the power switch being in on position, reseating the ec power cord, resetting the power switch, and hard power cycle the system; however, the issue persisted. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.